Manufacturer narrative:
As reported this is a patient with comorbidities of obesity and hypertension, who experienced multiple strokes following multiple surgeries. The patient¿s daughter was unable to provide specific dates or a reason for the subsequent revision procedure. Based on the information provided, no definitive conclusion can be made. Should additional information be obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
As reported by the patient's daughter, in 2008 the patient was implanted with a bard composix kugel hernia patch during a procedure to repair a large umbilical hernia and a smaller hernia in the lower abdomen. It is reported that in 2009 the patient underwent a revision procedure and the mesh was noted to have ¿broken apart.¿ the contact reports that during the procedure the surgeon noted the mesh was ¿stuck to other organs¿ and was unable to be removed. The patient is reported to be overweight with very high blood pressure which is controlled with medication. The patient¿s daughter reports that the patient has experienced four major strokes and 7 mini strokes following the initial implant and subsequent revision procedure. The contact cannot recall the specific dates of surgery or of the events occurring after, such as hospitalizations for the strokes. She does however recall that after the last major stroke, the patient stayed in the nursing home for rehabilitation to regain strength in her legs but continues to have some level of difficulty with ambulation.